Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+1.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved. The cause of the event is listed as unknown.

Manufacturer narrative:
The lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the hapic torn. (B)(4).